Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they initially connected the catheter, the error message of "electronic fault change catheter" showed. The customer disconnected the catheter and reconnected, then one inflation and ablation was achieved, but there was an error message of "air leakage" and "change catheter". The catheter was removed, then they opened another catheter. The second catheter was connected, and ablation over the barrett's length was achieved. The physician informed the electrode furl became loose, so they disconnected it for removal, then twisted it clockwise, but the furl failed to tighten when twisted. The physician needed to use a scope and water as lubricant to try and slowly maneuver the electrode furl up and out of the esophagus. The patient had a small linear tear of approximately 5 millimeter at 31 centimeter length of the esophagus. The electrode furl was then maneuvered up through the esophagus, and slightly caught on a previous site leaving a very small tear of approximately 1-2millimeter in the upper esophagus. There was no user injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the electrode had unraveled. Functional testing (pneumatic test on the device) found no issues when the device was deflated; the electrode went back into its deflated position. It was reported that the electrode furl became loose and may have not tightened when twisted. The reported issue was confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: rotation of the device in a clockwise direction may reduce the device diameter and aid in removal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon initial connection, error message e73, electronic fault change catheter, was displayed. The customer disconnected and reconnected the catheter. One inflation and one ablation were achieved. Error messages "air leakage" and "change c atheter" were displayed. The catheter was removed. A second catheter was connected and ablation over the barrett's length was achieved. The reporter stated the electrode furl became loose and the catheter was disconnected for removal. The catheter was twisted clockwise as per normal procedure; reportedly; the furl may have failed to tighten when twisted. The physician used a scope and water to try and slowly maneuver the electrode furl up and out of the esophagus. A small linear tear occurred, approximately 5 millimeters at 31-centimeter length of the esophagus. The electrode furl was then maneuvered up through the esophagus and slightly caught on a previous endoscopic mucosal resection (emr) site leaving a very small tear of approximately 1-2 millimeters in the upper esophagus.